Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information, it was reported that that during an unknown procedure while using a gryphon p br anchor w/orthocord, the anchor did not hold in the joint for a second and fell out immediately. The complaint device was received and evaluated. Visual observation reveals that the anchor is off the inserter but held in place by the suture. Therefore, this complaint can be confirmed. There are no damages in the tip of the inserter. The inspection revealed that the anchor was cracked on the proximal 1/3rd portion. The device was received disassembled and the suture card was still in place. At this time, with the information provided, a definite root case cannot be determined for this failure. The anchor breakages are associated with off -axis insertion, levering during insertion or excess tension applied on sutures which caused damage on the anchor during the use. The possible root cause can be related with the damage in the anchor which could¿ve caused the anchor to fall off the inserter. However, it cannot be conclusively affirmed.  A manufacturing record evaluation was performed for the finished device lot number:6l35896, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by affiliate in (B)(6) that during an unknown procedure, while using a gryphon p br anchor w/orthocord, the anchor did not hold in the joint for a second and fell out immediately, a new anchor had to be opened to complete procedure. No surgical delay or patient consequence reported. No additional information was provided.